Event description:
A patient was treated with the penumbra coil 400 for a basilar tip aneurysm. As the seventh coil of the case was advanced into the microcatheter rhv, some friction was noted. The coil was inspected, but the cause of the friction was not identified. The coil was then resheathed and reintroduced into the microcatheter and pushed into position for coiling. As the coil was being deployed, the physician was not pleased with its position and tried to reposition the microcatheter using the coil and catheter tension. As the physician pulled back, he noted that he no longer had control of the coil. It was noted that there was 10 cm of the coil still in the microcatheter. The hub of the microcatheter was cut off and a 4mm snare was advanced over the catheter . The snare was used to pull both the microcatheter and coil together, back to the sheath. A final angiograph was done and the decision was made to stop the procedure.

Manufacturer narrative:
Only the pusher assembly was returned for evaluation and not the coil. The pet lock at the proximal end of the pusher assembly is intact. At the distal end both the pull-wire and the coil proximal constraint ball are in the distal detachment tip. These attributes are consistent with an undeployed coil. The sr wire is broken and protruding approximately 0.5 mm from the proximal constraint ball. The coil/pusher assembly is non-functional. The unintended detachment of the coil noted in the complaint is confirmed. Because the coil was manipulated against friction, it is likely that the tensile force placed on the coil exceeded the strength of the sr wire and caused the coil to break and subsequently detach. The IFU states that moving or torquing the device against resistance may result in damage to the vessel or device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.